Manufacturer narrative:
The cerelink (ID 826851) was not returned for evaluation (discarded by customer) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00250. A nurse reported a 42 year old male has had motorcycle crash and suffered a severe closed head injury on (B)(6) 2023. The neurosurgeon placed an intracranial pressure (icp) monitor using the cerelink (ID 826851). Initially, the icp was ~18-22 with a good waveform. Per the physician, the icp correlated with the patient¿s condition. Over 24 hours, the icp drifted to negative values (-6mmhg to -8mmhg). The physician stated the computed tomography (CT) scan showed massive cerebral edema with a midline shift and the icp did not correlate with the patient¿s clinical condition. The nurse changed out the icp express monitor and the cable, but the value remained the same negative values. Because of the patient¿s critical condition and the CT scan didn¿t correlate with the patient¿s condition, the physician explanted the microsensor and re-implanted another one. After several hours the icp value drifted to -6mmhg to -8mmhg. As per the bedside nurse, during the insertion of the two sensors, the icp sensor was zeroed in preservative free saline prior to implant, the dura was initially opened with an 18g spinal needle, then the surgeon screwed in the bolt, and then opened the dura fully using the durotomy tool in the microsensor kit. During patient care, the icp was -6mmhg with the patient¿s head of bed elevated at 30o, when the head of bed was then flattened, the icp went to 4mmhg-5mmhg and when she turned the patient on his side, the icp went up to 17mmhg-20mmhg. The first sensor was implanted on (B)(6) 2023 and explanted on (B)(6) 2023. Both the first and second microsensor showed negative readings. After two attempts to replace the implant and the monitor and cables the icp monitor was removed and discontinued. The second microsensor was explanted either on (B)(6) 2023. They used the same type on the second microsensor.